Event description:
A low readings issue was reported with the abbott diabetes care device. A customer reported receiving a perceived low scan of 146 mg/dl on the sensor compared to 246 mg/dl result obtained on a healthcare professional (hcp) device. The hcp treated the customer with insulin (type/dose unknown) and no further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Sensor state is 5 (indicating normal termination). Data was successfully extracted from the returned sensor using approved software. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed.the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.the device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.all pertinent information available to abbott diabetes care has been submitted.